Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part & lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that patient underwent shoulder arthroplasty. Subsequently, the patient has been indicated for revision due to unknown reason. No revision has been reported to date. Attempts have been made and no further information has been provided.